Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) was constantly false alarming, and the central control monitor (ccm) displayed an 'air bubble detected' message while it was alarming. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per the user facility, the abd was tested on 30-sep-2025 and the ccm still displayed an 'air bubble detected' message.

Manufacturer narrative:
Updated block: d9.

Manufacturer narrative:
Updated blocks: h3 & h6. During laboratory analysis, the product surveillance technician (pst) duplicated the reported complaint the pst connected the air bubble detector (abd) to lab use only (luo) testing equipment. After the circuit was set up and the abd activated from the central control monitor (ccm), the abd instantly started alarming. The abd was activated multiple times and each time it would immediately alarm, and the error message could not be cleared. It was determined that the abd did not function as intended.